Manufacturer narrative:
H10. Additional manufacturer narrative: added information to b5. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Per physician, surgical valve did not prematurely fail/malfunction.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Bioprosthetic valves are known to have a limited life span as the surgical prosthesis is prone to structural valve degeneration (svd) due to a gradual, multi-year process of calcification of the leaflets resulting from the pre-existing disease process. It may present as regurgitation and/or stenosis. This is an expected and foreseeable result in valves that have been implanted long term. The cause of the event was likely due to patient factors and progression of patient underlying valvular disease. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a 25mm edwards valve implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of 16 years and 5 months due to leaflet degeneration and mild calcification leading to severe aortic regurgitation and signs of stenosis with slight gradient. Did not appear to have leaflet tears or pannus. The patient presented with exertional breathlessness and orthopnea. A non edwards transcatheter valve was successfully implanted in replacement. Patient was discharged on pod # 1.